Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Information was reported that the patient had an epidural abscess reported on 7/14. The patient was hospitalized and went to the ICU. The issue is on going and is believed to be due to the trial. The trial lead was removed. The patient's medical history includes chronic back and leg pain. Additional information was received from the manufacture representative. It was reported that the device was discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 15-jun-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.